Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After a 2.5mm balloon catheter was advanced for pre-dilation, a 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured as soon as the pressure was applied at first inflation. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.